Manufacturer narrative:
Unknown/asked but unavailable. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experienced horrible poor distance vision and ruined its life (patient is a painter), therefore, the intraocular lens (iol) was explanted from the patient's left eye (os). Another johnson & johnson lens, model ar40e 24.0 diopter was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no reported patient injury. No additional information was reported.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 9/13/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces (one missing) and had a haptic detached. The lens was cleaned and no issues that could contribute to or cause blurry vision could be identified. Based on the return condition of the lens, no further product evaluation can be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.